Event description:
A doctor contacted baxter (B)(4) regarding a connection issue between a titanium adaptor and a patient connector. It was stated that the titanium adaptor separated from the patient connector. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a titanium adaptor was not confirmed due to no sample being returned; therefore, no root cause could be determined. The lot number was unknown, therefore batch review could be performed.